Manufacturer narrative:
Section a. Patient information is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device status. The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.

Event description:
The complainant reported that during preparation for use, an automated impella controller (aic) did not detect the purge disc upon insertion of the disc into the controller. The issue was identified during the preparation phase, prior to patient use. Due to the issue, the aic was removed from service. No signs or symptoms of patient injury or patient harm were reported in association with this event.